Manufacturer narrative:
The reported complaint of a catheter leak on the solex catheter (lot 182883) was confirmed during functional testing. A pinhole leak was observed at the distal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection was performed, and no physical damage was found on the catheter. It was observed that blood had accumulated/dried up on the serpentine balloon and luer tubings. A functional leak test was performed, and all infusion ports and lumens were flushed without resistance, except the in/out lumen tubing, due to the clogged blood. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex catheter with lot number 182883.

Event description:
The 72-year-old,180 cm, 90kg male patient was cooled using the solex catheter (lot 182883). The catheter was smoothly inserted in the right internal jugular vein on the first attempt. After 24 hours, during the maintenance phase, the thermogard xp ivtm system indicated an air trap alarm. Blood was found to have flowed back into the start-up kit (suk) (lot 185309). The alarm was acknowledged, and the therapy stopped. No leaked fluid was observed on the floor, console, or patient bed. A leak check was performed per the IFU. The exact location of the catheter leak is unknown. No device malfunction was reported for the suk. The alarm on the console was cleared, and the catheter and suk were replaced to continue therapy using the same console. No impact or consequence to the patient.